Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states both sides of frame are bent. MDR filed.